Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. There was a problem unloading the device, the jaws of the reload would not open. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon needed ligasure to cut it out. There was unanticipated tissue loss as a result of the problem. There was no additional patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the loading unit was fully fired; the blade was extended to the end of the reload. There is tissue locked between the jaws of the loading unit. Pmv performed functional testing which included the loading unit was loaded on to the pmv instrument. The blade won¿t retract. The loading unit was dismantled to find root cause still cannot be found. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.